Manufacturer narrative:
The customer did not provide any additional information for the investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The customer stated calibration was acceptable but qc was "often" out of the acceptable range. The investigation is ongoing.

Event description:
The initial reporter questioned the results for an unspecified number of patient samples tested for sodium (na) on a cobas 8000 cobas ise module (double). An example of discrepant results was provided for 1 patient sample. Note: the unit of measure was not provided. The initial result was 164. The repeat result from a different ise module was 149.